Manufacturer narrative:
H3: product analysis found that visually, there was no external damage in the construction of the device. There was no damage to the distal tip and no loose components. However, the inner shaft was marginally bent distal to the inner hub when returned. The packaging carton was not returned with the pouch and device. Functionally, for further analysis the inner and middle assemblies spun freely by hand with no binding. The blade fit securely into a handpiece but while oscillating up to 7500rpm excessive wobbling was observed. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during pre op the blade was bent. There was no patient impact. Analysis confirmed that the blade was wobbling.